Event description:
It was reported that during a laparoscopic ovarian removal on (B)(6) 2013, the surgery went as planned. Post op the patient returned to the surgeon on (B)(6) 2013 with abdominal pain. The surgeon sent the patient for a CT scan which indicated an object with fluid encapsulated around it in the abdomen. The surgeon performed an open laparotomy procedure and they found a piece of clear plastic with jagged edges. The piece is in pathology and will not be released. The patient is still in the hospital in a regular room. There were several labs done prior to surgery and radiology procedures.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: any issues with the device during the original procedure? No documented issues. Has it been confirmed that the abdominal pain was related to the piece? Unknown at this time b/c the patient is experiencing post op incisional pain, as expected. The patient needs time to heal before making that determination. Why is it believed the piece belongs to the pouch? Because the piece is part of the pouch bag. Will the piece be made available if non-destructive testing is agreed upon? No. Photo available? Yes, will send within the week. Were other products used? Yes, but not with a bag. Is the piece a hard plastic or possibly the bag? The bag. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. A photograph was returned for ethicon to review. Upon review of the photograph, it is unclear what device this may have come from or what circumstances that may have caused this. Without the device/specimen being physically available for analysis, no conclusion can determined.